Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The dual-lumen catheter and one of the guide wires with the separated tip attached were returned for evaluation. The catheter shaft was found crushed proximal to the broken end. The separated tip was found stretched distal to the broken end originating at approximately 2mm from the tip end. The returned guide wire remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal of the dual-lumen catheter had contributed to the reported separation. The stress would exceed the product's design limit as the dual-lumen catheter was being trapped by the ballooned exchange catheter. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If it is judged that the cause of the resistance is due to damage of this product, carefully remove the product while paying attention to the product not to fracture using procedure such as surgical operation if needed; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi sasuke dual-lumen catheter was separated during a percutaneous coronary intervention (pci) to treat a cto in #6 of the left anterior descending artery. After successful wire crossing, the catheter was delivered with another guide wire in an attempt to protect the d1 branch. The catheter was then removed with an exchange catheter to perform intravascular ultrasound (ivus). Ivus confirmed a foreign object in the artery and separation of the tip of the dual-lumen catheter was noted. Three additional guide wires were delivered along the guide wire remaining in the artery and the four guide wires were twisted altogether to retrieve the separated tip. The pci was resumed after successful retrieval and completed with reestablished blood flow with stent deployment. The physician commented that the separation was probably occurred during catheter exchange. There were no adverse patient effects related to the reported separated tip.